Manufacturer narrative:
The device history records (DHR) for the device were reviewed, the associated device was released based on the company's acceptance criteria. Results from the product history record review indicated that the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain further info. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that a laser system tracker would not come on, and then would not stay on. It would flicker off and on with several times of not coming on for several minutes. Eventually it stayed on long enough to start and complete the ablation. Add'l info has been requested.